Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had intermittent atrial undersensing on an electrocardiogram (ECG) noted as non-sustained ventricular tachycardia episodes. The ventricular arrhythmia was not able to be confirmed. The lead is still in use. No patient complications have been reported as a result of this event.